Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no output or telemetry upon return. The device case was opened, and visual inspection revealed that the power inductor had become disconnected from the hybrid circuit. This is the likely root cause of the absence of output and telemetry. High powered visual inspection confirmed that the solder joints on the power inductor had been properly bonded to the hybrid circuit. Laboratory analysis ultimately determined that some type of physical force was exerted on the device in the field, which resulted in the power inductor fracturing and later becoming detached from the hybrid circuit.

Event description:
It was reported that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory determined that the device did not have any output or telemetry upon return.